Manufacturer narrative:
The event of rupture is no longer reportable to the FDA. The record is a no complaint against the device. Additional, corrected and/or changed data: a.2, d.1, d.2a, d.2b, d.4, g.4, h.4, h.6.

Event description:
The event of rupture is no longer reportable to the FDA. Healthcare professional reported right side no complaint against the device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side implant rupture. Device has been explanted.